Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a calibration not accepted and change sensor occurred and also the insulin delivery was suspended due to sensor glucose vs. Blood glucose. The blood glucose value was 270 mg/dl and the sensor glucose value was 125 mg/dl at the time of the event. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-7040c9. Troubleshooting was performed. Customer reported receiving calibration not accepted alert. No further patient complications were reported. Product return for mmt-7040c9 is not expected.